Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump button was unresponsive. The customer stated that the numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from a button. Customer reported that the insulin pump exposed to a change in altitude. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.